Manufacturer narrative:
Quality controls passed after the service intervention. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked the instrument. Performance testing was run and the results were good. The probes were cleaned. This event occurred in (B)(6). UDI number was provided as (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an anti-tpo value of 76.8 iu/ml, which repeated on a second analyzer as < 9 iu/ml. The anti-tpo reagent lot number and expiration date were requested, but not provided.